Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, the sureform 45 stapler instrument, equipped with an unspecified stapler reload, misfired, resulting in tissue being pushed out from the stapler instrument jaws. It unknown the tissue was damaged and if any surgical/medical intervention was rendered due to the issue. Additional information has been requested; however, the surgeon only noted that the stapler instrument failed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument for failure analysis (fa). A visual inspection revealed no damage to the stapler instrument. Testing was conducted on an in-house system, where the stapler instrument passed recognition and engagement tests. The stapler instrument demonstrated intuitive movement with full range of motion in all directions. The grips were aligned and functioned as expected, opening and closing properly. The stapler instrument passed the clamp and fire tests, and no failures were found in the system logs. The instrument was fully functional, with no product issues identified. Isi did not receive the unspecified sureform 45 reload to perform fa. A review of the stapler logs shows that the sureform 45 stapler instrument, was installed once and fired 1 blue sureform 45 reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. The stapler instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.